Event description:
Additional event description the bone healing was the reason for removal of radial fixation plate and screw. During removal procedure 3 screws' heads thread was peeled and broken. There were fragment generated and removed without additional intervention. This complaint involves five (5) devices.

Manufacturer narrative:
Product complaint #(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated additional event description e1: updated initial reporter h3, h6: investigation summary according of the picture review; it was detected that at the unknown plate an additional broken locking screw head is visible. Please add an further ip of unknown locking screw with the product code of broken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The narrative could not be confirmed based on the received picture. It is not possible to identify that the screw head threads are peeled. At the unknown plate is an locked locking screw visible. Just based on the picture it is not possible to confirm a functional issue, therefore the complaint is rated as n/a in the confirmed field. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery to remove the radial fixation plate. Three (3) 2.4mm locking screws had threads that peeled and were unable to be removed. The surgeon had to damage the plate in order to remove the screws. There was a surgical delay of more than one (1) hour. The patient outcome was stable. Unknown screwdriver (part# unknown, lot# unknown, quantity 1), unknown locking screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 2.4mm ti locking scr slf-tpng with stardrive recess 14mm. This is report 1 of 3 for (B)(4).